Event description:
A customer contacted beckman coulter (bec) reporting a cartridge chemistry (cc) sample probe leak in the unicel dxc 660i synchron access clinical system. The customer observed that 1 - 2 mls of fluid leaked on the top of twelve (12) closed sample tubes. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
To troubleshoot, the customer primed the reagent probes, cc sample probe, and modular chemistry (mc) sample probe. At that time, the customer observed a small droplet leak from the bottom of the cc sample probe collar wash. A bec field service engineer (fse) was dispatched for this event. The fse performed the following actions during the service visit: (1) replaced the 3-way valve and waste valve, (2) cleaned the waste canister, (3) replaced the wash collar, (4) performed vertical alignment, (5) bleached waste vacuum lines, (6) replaced valve for cleaning fluid, and (7) verified system performance. After replacement of the multiple hardware components, issue was resolved. Failure mode is unknown. Multiple hardware components were replaced which could have caused or contributed to the event. (B)(4).